Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced discomfort at the tracheostomy cannula site and that the cannula cuff was repeatedly deflating, requiring reinflation by care staff. The cannula was replaced earlier than scheduled under medical supervision due to the potential risk of cannula dislodgement. There was a patient involvement and there were no additional adverse consequences.